Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified alarm. This occurred during an unknown step of peritoneal dialysis (pd) therapy, while the patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An external/internal inspection was performed with no issues noted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed electrical rite but failed functional rite for a system error (se) 2042 (positive t tank low). The functional rite failure found was unrelated to the reported condition and will be captured in a different complaint. A short simulated therapy was performed and completed successfully. A review of the event history log was performed and identified the following alarms: system error (se) 2367, se 2240 (air in line/set), check supply line, low drain volume, se 2401, and check patient line. The cause of the se 2240 (most significant of the alarms) was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.